Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad) 1st diagonal (dx). The 1.5 x 15mm apex flex mr balloon catheter was inflated 10atms and ruptured on the 1st inflation. Four other non-bsc balloon catheters had ruptured in this procedure. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).